Manufacturer narrative:
One used device sample was received for evaluation. Visual inspection of the returned device observed the dust cap and tether were missing from the inflation valve. Functional testing performed on the returned device observed no leakage when device was submerged under water. However, when device was left inflated for 20 hours, a slow leak was observed. The root cause of the reported issue was unable to be established in this case.

Event description:
A report was received that alleges tha the tracheostomy tube was deflating at the cuff after 24 hours in situ. No incident related medical sequela was reported.